Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. The customer changed the pump supplies, resolving the issues.